Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient was implanted with a pump on (B)(6) 2019. This was the patients second pump which was now at 58 months until elective replacement indicator (eri). It was further noted that it had been running slow since the beginning, up to 3 ml slow at times, but always below the flow rate margin. On (B)(6) 2021, they expected 3.1 ml and got 25.2 ml back which was indicated as way above flow rate error. The patient recently had 3 weeks of withdrawal like symptoms (diarrhea, nausea, feeling unwell, hot flashes and sweating) that had now resolved. No pump alarms went off and no pump stalls were recorded in the logs. The patient was seen by the physician today and it was decided to reduce the dose by 50% to wean for device explant. The patient was to be seen again in two weeks at the clinic. No explant date had been scheduled yet but was planned. It was noted that ultimately the patient¿s goal was to wean and get rid of the pump. Environmental/external/patient factors that may have led or contributed to the issue were unknown. No further diagnostic tests/troubleshooting was indicated, and support had been offered. The patient's weight at the time of the event, age, and weight were unknown. Additional information was received from a foreign healthcare provider via a company representative on 2021-sep-10. The device explant was not yet performed. They were slowly bringing the patient off pump therapy first. The patient was not really using their pump and was being managed with other medications. The pump remained still implanted and in service at a decreased rate and was being titrated down.